Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: injuries or adverse event: no what is the total number of products with broken tips involved in this event? 2 tips broke during two separate surgeries. Both from different lot number boxes - did the event occur during one or multiple patient procedures? Multiple - what is the total number of procedures? 2 - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - please provide the lot number: tdmpcx, tdmejs - did the needle fall into the patient? Probable if yes, ¿ was the needle piece(s) retrieved during the same procedure? No ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Visual sweep performed on each patient ¿ was there any additional tissue damage as a result of searching for the needle piece? No at this time - does a piece of the needle remain in the patient¿s tissue? Unconfirmed if yes, ¿ is there any plan in place to remove the needle piece in the future? No ¿ if yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? No ¿ what is the surgeon's opinion of consequences to the patient? There are no consequences believed to be had for surgeon and medical director - device return status. Please document the shipment tracking number: not returned

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle tip broke off. No patient injuries were reported. Additional information was requested.